Manufacturer narrative:
The investigation conducted by an isi field service engineer found that the console vision cable was defective and difficult to insert into the vision side cart. The console vision cable connects the vision cart to the surgeon side console (ssc) and passes the video signals between the ssc and the vision cart. The system was repaired by replacing the console vision cable. As of (B)(4) 2011 there have been no reported recurrences of this issue at this hospital.

Event description:
It was reported that while preparing to start a da vinci s prostatectomy procedure, the site experienced loss of video in the left eye of the high resolution stereo viewer. With the assistance of an isi technical support engineer (tse), the site restarted the camera controller unit (ccu) and the vision was restored to normal. Approximately 4 hours later, the site called back stating that the right eye of the high resolution stereo viewer appeared distorted. The tse discovered that the site had reversed the ccu cable connections. The site unplugged and reseated the ccu connection and the image appeared normal. The tse then continued to assist the site with the vision set up and found the hrsv left eye become black. The patient was under anesthesia for approximately 2 hours and the port incisions were made when the surgeon decided to abort the planned procedure. No patient harm was reported.